Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when attempting to deliver a bolus, the pump did not recommend the expected bolus amount. Multiple attempts were made by tandem technical support to perform troubleshooting; however, the customer did not respond. There was no reported impact to the customer;s blood glucose level.